Event description:
A healthcare professional reported that reflux did not work in the ophthalmic system. While performing an iridectomy, the surgeon noticed that some iris tissue was stuck in the cutter after the procedure and attempted to reflux, but the tissue was not released. Patient impact has not been provided. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received confirming that the malfunction was observed after surgery.

Manufacturer narrative:
Additional information is provided in b.5 and h.6. The manufacturer internal reference number is: (B)(4).